Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for the planned (non-emergency) procedure which could be completed by restarting the system. A philips field service engineer (fse) went onsite and confirmed the reported problem. The analysis of the system logfiles showed multiple read errors with the hard drive. After troubleshooting, the fse reseated the hard disk, which allowed the system to be returned to use in good working order. However, the same issue reoccurred on (B)(6)2024. Following the replacement of the disk bay, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the allura device recommend using a system restart if there is a system failure. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instructions regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host pc did not turn on after a reboot. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.